Event description:
It was reported that during the procedure, the physician used the captivator to resect a large a polyp in the sigmoid colon but the wire closest to the base or the scope handle was bent and twisted when the snare was in tightened close to its maximum and eventually burnt the plastic covering of the snare. In addition, the polyp removal was unsuccessful. The procedure was rescheduled.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code f1001 captures the reportable event of cancelled procedure. Block h11: investigation results. The captivator ii device was not returned as it was reported to be disposed. A technical analysis could not be performed. However, a media analysis was performed on the photos provided by the complainant where it can be observed that the working length was bent or kink. No other problems with the device were noted. According to the media analysis performed, it was possible to observe that the working length was kinked, however, the most probable cause of the reported event of snare loop unable to cut cannot be established due to lack of evidence. The product was not returned for analysis as it was reported to be disposed, and a technical analysis could not be performed. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code f1001captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician used the captivator to resect a large pedunculated polyp but the wire closest to the base or the scope handle was bent and twisted when the snare was in tightened close to its maximum and eventually burnt the plastic covering of the snare. In addition, the polyp removal was unsuccessful. The procedure was rescheduled. There were no patient complications reported as a result of this event.